Event description:
Caller reported a cgm error with error code 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the process, successfully resolving the issue and allowing the caller to start their sensor session without further errors.